Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on radius and weigh to the spec. A visual and microscopic analysis was performed which identified striated opening on radius. Base on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.